Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion headset leaked insulin at the connector. The patient smelled insulin and noticed the self-adhesive and his skin were wet 12 hours after insertion. The infusion set was requested for evaluation. No physiological effects were reported.